Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No cracks noted on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's screen was cracked. The customer reported falling on the insulin pump and cracking the insulin pump. The customer stated they were unable to read the insulin pump as a result of the damage. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.